Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported a fluid leak associated with pd treatment. The caregiver confirmed that the patient was able to complete the treatment on the cycler the day of the reported fluid leak. The patient's caregiver stated that due to receiving the balloon valve leak alarm during unknown phase/cycle of dialysis treatment was cancelled and the patient was disconnected from system. When the cassette door was opened a fluid leak was discovered.there was no reported harm or intervention associated with the fluid leak.the patient's caregiver confirmed that the cycler set used during the event is available to be returned to the manufacturer for a physical evaluation.